Manufacturer narrative:
Follow-up #1: date of submission 09/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: investigation revealed a dual vent failure as the pump failed the vent flow test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: (B)(6).

Event description:
On (B)(6) 2016, animas became aware of a dual vent defect. This complaint is being reported because dual vent defects may affect the ability of the pump to equalize pressure and/or compromise the waterproof integrity of the pump which may not be obvious to the user, potentially leading to interference with normal pump operation and insulin delivery. There was no indication that the product caused or contributed to an adverse event.